Manufacturer narrative:
The annex a code was updated the customer reported the end of tubing was not connected and returned the sample of material 2420-0007, lot unknown. Upon initial visual examination, the set verified the failure of separation. The male luer was not attached to the tubing at the end of the set, and no luer was included in the sample return. The set was examined under a microscope and insufficient solvent was found. The manufacturing plant found the root cause for the separation to be related to solvent assembly process. The plant updated their procedure on (B)(6) 2025, to include verification list of material recycling and avoid misassembly and separation between tubing and male luer. The customer did not report a lot number, but potential lots were found from the smart site component. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No new information.

Event description:
It was reported that bd alaris pump module smartsite infusion set was missing a component the following information was received by the initial reporter with the following verbatim: it was reported by the customer that the end of the tubing was not a connection end as expected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.